Manufacturer narrative:
H10. Additional information regarding this event will be submitted under 2182208-2020-03214. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient, a manufacturer representative, and a health care professional. It was reported that the patient started a spinal cord stimulation trial with one lead on (B)(6) 2020 to address back pain. The patient also has pre-existing neck pain as well. On (B)(6) 2020 the patient started getting increased neck pain and a headache that was bad enough that the patient went to the hospital for care. The patient was seen at the hospital, but sent home. The patient went back to the hospital on (B)(6) 2020 and was hospitalized with a suspected infection. The manufacturer representative spoke with a nurse and the patient had an elevated white cell count and they were planning to do a lumbar puncture to determine the source of infection. The lead was still internalized, and the hospital did not want to take something out that they had not placed. The hospital was going to get a neurosurgeon involved to remove the lead. On (B)(6) 2020, they still had not done a lumbar puncture. The patient was still in the hospital as of (B)(6) 2020 and no lumbar puncture had been done, but the lead had been removed. The patient was diagnosed with presumed meningitis. The patient's physician who managed the trial noted that the patient did not take the prophylactic antibiotics that was prescribed during the trial period.